Manufacturer narrative:
The device has not been returned to calibra for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6).

Event description:
On 03/14/2017, it was reported that the patient noticed insulin leaking at the site, from the device, when trying to give bolus doses. Allegedly, the patient was using the device according to the instructions for use. However, the patient stated that they think the cannula may not have been inserted properly. The patient reportedly removed and replaced the patch; the device was discarded. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may lead to inaccurate delivery (under delivery).